Event description:
Patient reported "insertion of allergan breast implants after bilateral mastectomy....... I, too, have had significant health problems for years, so I have to undergo another very complex surgery. The implants will be removed this year. Neither the allergan company nor the ¿. Clinic have contacted me and informed them of the call back, although my data and address are known through the implant passport. Subsequently, patient's representative reported, .: numbness in both arms, pain in hands (patient was diagnosed with psoriasis, "psa", finger polyarthrosis, arthrosis, unspecified on fingers, carpals, metacarpals, joints between the bones on both sides), dizziness, blood flow is no longer guaranteed, difficulty breathing, breast is ice cold and very hard, anxiety, vision disturbance (constantly red eyes), constant fatigue, ringing in ears, pain in chest area, muscle aches, hair loss, dry skin, skin rash, mood swings, difficulty concentrating, forgetfulness. Patient's representative has reported breast implant illness (bii). These events are not device related. Patient's representative also reported "severely swollen breast, rippling." Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
Device photo analysis: device photograph(s) for the device related to the reported event of anxiety-product/procedure, edema, malaise -ndr, wrinkling, sensation increase/decrease-ndr, pain-ndr, arthritis-ndr, dizziness-ndr, varied injuries-ndr, lymphadenopathy and capsular contracture reviewed on 24-jan-2023. Visual analysis of the photographs identified: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Edema: unable to confirm as it is a medical event not related to the device. Malaise -ndr: unable to confirm as it is a medical event not related to the device. Wrinkling: unable to confirm as it is a medical event not related to the device. Sensation increase/decrease-ndr: unable to confirm as it is a medical event not related to the device. Pain-ndr: unable to confirm as it is a medical event not related to the device. Arthritis-ndr: unable to confirm as it is a medical event not related to the device. Dizziness-ndr: unable to confirm as it is a medical event not related to the device. Varied injuries-ndr: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side "palpable small and mobile axillary lymph nodes on both sides diagnosed during the ultrasound". Patient representative additionally reported "fibrous capsule tissue with focal histiocytic response and mild regressive changes". Device has been explanted. The following events are not device related; "severely swollen breast", "rippling", "numbness in both arms", "constant fatigue", "pain in chest area, muscle aches", "pain in hands (patient was diagnosed with psoriasis, psa, finger polyarthrosis, arthrosis, unspecified on fingers, carpals, metacarpals, joints between the bones on both sides)", "dizziness", "blood flow is no longer guaranteed, difficulty breathing, breast is ice cold and very hard, vision disturbance (constantly red eyes), ringing in ears, hair loss, dry skin, skin rash, mood swings, difficulty concentrating, forgetfulness, and breast implant illness (bii)".

Event description:
Patient reported left side "palpable small and mobile axillary lymph nodes on both sides diagnosed during the ultrasound". Patient representative additionally reported "fibrous capsule tissue with focal histiocytic response and mild regressive changes". Device has been explanted. The following events are not device related; "severely swollen breast", "rippling", "numbness in both arms", "constant fatigue", "pain in chest area, muscle aches", "pain in hands (patient was diagnosed with psoriasis, psa, finger polyarthrosis, arthrosis, unspecified on fingers, carpals, metacarpals, joints between the bones on both sides)", "dizziness", "blood flow is no longer guaranteed, difficulty breathing, breast is ice cold and very hard, vision disturbance (constantly red eyes), ringing in ears, hair loss, dry skin, skin rash, mood swings, difficulty concentrating, forgetfulness, and breast implant illness (bii)".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.